Manufacturer narrative:
An event of patient effects heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported heart block appears to be related to procedural conditions. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had no prior medical history of right bundle branch block (rbbb)/left bundle branch block (lbbb) or atrioventricular block. During the intracardiac echocardiography (ice) the length of the membranous septum was measured to be 4.5-5.0mm. There was no calcification confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). It was also noted that the annulus and the lvot were elliptical in shape, with the lvot being anatomically smaller than the annulus. During pre-implantation balloon aortic valvuloplasty (pre-bav) with a non-abbott balloon, the patient developed a rbbb. During the procedure, due to the difficult patient anatomy it was decided to implant the valve was at a depth of 4.5mm on the non-coronary cusp and left-coronary cusp. The patient ended up going into complete atrioventricular block (cavb) which required a temporary pacemaker to be placed. On (B)(6) 2025, a permanent pacemaker was implanted to treat the heart block. The patient didn¿t have a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe that the patient or user experienced adverse health consequences due to the performance of the product. As of (B)(6) 2025, the patient's status was stable and scheduled to be discharged while the pacemaker was functioning properly with a normal heart rhythm.